Event description:
User experiencing intermittent discrepant tsh results for approximately 1 and a half weeks. The following examples were provided, units of measure miu/ml; initial 0.05, repeat 0.4/initial 0.05, repeat 5.6/initial 0.05, repeat 1.1/initial 0.05, repeat 0/6/initial 0.06, repeat 2.5/initial 0.06, repeat 2.2/initial 0.06, repeat 2.5. The initial results were not reported. The field service representative was unable to determine a cause for the discrepancies.